Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'buttons not working' which was reproduced. The reported condition was verified. Visual inspection found the cause was a detached keypad flex. The keypad flex was reattached to the input/output board to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump buttons did not work. The reported problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.